Event description:
It was reported by the customer that a foreign substance was discovered on the tip of the needle. No information was received regarding any serious injury as a result of this reported issue.